Manufacturer narrative:
Technician found that the bed had no ground leakage reading due to a bent ground pole. Replaced ac plug, to resolved this issue.

Event description:
Complaint received that the bed had no ground leakage reading.